Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
It was reported that during an endoscopic vein harvesting procedure, the conical tip was cloudy. A replacement device used to complete the procedure. No pt effect has been reported.